Event description:
Customer reported unexpected negative reactions on a patient sample using the ab_ID assay on galileo.

Manufacturer narrative:
The customer did not return product or sample for investigation testing.